Event description:
It was reported that the patient was no longer feeling any stimulation despite reprogramming attempts. It was noted that the leads had high impedances and fluoroscopy confirmed migration. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5140515.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)). The returned leads were analyzed, and multiple cables were completely broken at the bent/kinked location upon visual and x-ray inspection. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the leads were exposed to excessive mechanical force or movement when the patient fell, causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was no longer feeling any stimulation despite reprogramming attempts. It was noted that the leads had high impedances and fluoroscopy confirmed migration. The patient underwent a lead replacement procedure.